Event description:
It was reported that there was difficulty removing the burr and the wire. The wire fractured and a portion of the wire was left in the patient. A 1.25mm rotalink plus and a rotawire were selected for a patient atherectomy procedure in the left anterior descending artery (lad). The lesion was almost 100% occluded, highly calcified, but had no difficult anatomy. During prep, the rotalink plus was functionally tested and performed at a speed of 70,000-71,000 rpm. Then during the insertion of the burr through the catheter and the lad, the necessary speed was not reached; it was continuously low at about 70,000-71.000 rpm. The burr did successfully advance through the guide catheter, but there was difficulty advancing it through the patient's stenosis in the calcified medial lad. The device finally stopped and the physician decided to remove the burr. During removal, 8cm of the guidewire tip became torn off inside of the patient . The segment of the rotawire is left in the right radialis; proximal to the hand/wrist. No further intervention was performed to retrieve the wire segment. The physician decided not to remove the embolized portion of the wire because it was not embolizing a vessel and was not life threatening or influencing the health condition of the patient. Further treatment was cancelled for the procedure session. The reason for the device issue, per the physician, was due to the low rotational speed of the burr and the stopping of the rotablator which caused the cessation of this therapeutic approach. Also the difficulties and friction during withdrawal caused the fracture of the guidewire. No further complications were reported.

Event description:
It was reported that there was difficulty removing the burr and the wire. The wire fractured and a portion of the wire was left in the patient. A 1.25mm rotalink plus and a rotawire were selected for a patient atherectomy procedure in the left anterior descending artery (lad). The lesion was almost 100% occluded, highly calcified, but had no difficult anatomy. During prep, the rotalink plus was functionally tested and performed at a speed of 70,000-71,000 rpm. Then during the insertion of the burr through the catheter and the lad, the necessary speed was not reached; it was continuously low at about 70,000-71,000 rpm. The burr did successfully advance through the guide catheter, but there was difficulty advancing it through the patient's stenosis in the calcified medial lad. The device finally stopped and the physician decided to remove the burr. During removal, 8cm of the guidewire tip became torn off inside of the patient . The segment of the rotawire is left in the right radialis; proximal to the hand/wrist. No further intervention was performed to retrieve the wire segment. The physician decided not to remove the embolized portion of the wire because it was not embolizing a vessel and was not life threatening or influencing the health condition of the patient. Further treatment was cancelled for the procedure session. The reason for the device issue, per the physician, was due to the low rotational speed of the burr and the stopping of the rotablator which caused the cessation of this therapeutic approach. Also the difficulties and friction during withdrawal caused the fracture of the guidewire. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device returned in a generic plastic bag. A bent wire was noted as part of overall visual revision. The device was broken at 313 cm, from proximal to broken section, overall length should be 330 cm. The other part of the device was not returned. Additionally, the device was severely kinked at the distal section. Dimensional inspection showed that the outer diameter of the middle of the device and proximal section were within specification.

Manufacturer narrative:
Evaluation conclusion code initially reported as 50 adverse event related to patient condition and corrected information should be 4311 adverse event related to procedure.

Event description:
It was reported that there was difficulty removing the burr and the wire. The wire fractured and a portion of the wire was left in the patient. A 1.25mm rotalink plus and a rotawire were selected for a patient atherectomy procedure in the left anterior descending artery (lad). The lesion was almost 100% occluded, highly calcified, but had no difficult anatomy. During prep, the rotalink plus was functionally tested and performed at a speed of 70,000-71,000 rpm. Then during the insertion of the burr through the catheter and the lad, the necessary speed was not reached; it was continuously low at about 70,000-71,000 rpm. The burr did successfully advance through the guide catheter, but there was difficulty advancing it through the patient's stenosis in the calcified medial lad. The device finally stopped and the physician decided to remove the burr. During removal, 8cm of the guidewire tip became torn off inside of the patient . The segment of the rotawire is left in the right radialis; proximal to the hand/wrist. No further intervention was performed to retrieve the wire segment. The physician decided not to remove the embolized portion of the wire because it was not embolizing a vessel and was not life threatening or influencing the health condition of the patient. Further treatment was cancelled for the procedure session. The reason for the device issue, per the physician, was due to the low rotational speed of the burr and the stopping of the rotablator which caused the cessation of this therapeutic approach. Also the difficulties and friction during withdrawal caused the fracture of the guidewire. No further complications were reported.